Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to p-cap / reservoir will not lock properly. Unit received with missing serial number label. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. The customer states the reservoir compartment is broken, had to tape the reservoir in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.